Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Customer alleged the pump was not delivering insulin as insulin was not observed exiting the infusion set tubing, however this could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.